Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level with diabetic ketoacidosis. The customers blood glucose was 394 mg/dl at the time of the incident. The caller reported that the customer was treated with manual injections. The caller reported that the customer had difficulty breathing, positive ketones test, and chest pain. Customer was not using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.